Event description:
It was reported that during routine follow up an alert for ¿capacitor charge time limit reached appeared in (B)(6) 2014". During visit a manual capacitor maintenance was performed with normal charge time. Patient will be followed up in (B)(6) 2015. There was no adverse event reported.

Manufacturer narrative:
(B)(4).